Manufacturer narrative:
One open 31g x 5 mm pen needle sample was returned. A 10x visual inspection found broken needle. Evidence of residual bending indicating that the needle was bent at point of breakage. No evidence of mfg related issues observed on the returned sample. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of complaints database was performed and there have been no trends identified on this lot number. Contact info was not available and will be provided upon receipt.

Event description:
The reporter stated that a pt self-injected into her abdomen. After injection, she noticed that the needle was broken. The pt then went to see the doctor and received a palpation and ultrasound but the broken needle was not found in the body. The pt is being monitored. No further info is available.